Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient in conjunction with a trauma situation/motor vehicle accident. After some time post filter deployment, the filter allegedly perforated the caval wall with limbs extending into the right psoas muscle, duodenum and lumen of aorta. The filter was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records and photos were provided and reviewed. One digital photo was provided for review. The quality of the photo does not allow for the identification of the type of filter. The filter appears to have a wire wrapped around the apex and filter limbs of the device. Due to the quality of the photo, the number of arms and legs of the filter cannot be determined. Based on the photo review, the investigation is can not be confirmed for the perforation inferior vena cava (ivc). Post-deployment, the patient complained of abdominal pain, a computed tomography (CT) of the abdomen and pelvis was revealed extensive venous thrombosis involving the common femoral veins, bilateral iliac veins and inferior vena cava extending upto the inferior vena cava filter. Approximately, one year and nine months later, a computed tomography (CT) thorax without contrast was performed and it revealed there was an inferior vena cava filter below the level of the renal veins. Prongs of the filter extend outside the confines of the inferior vena cava. There was a prong which extends into the mid aspect of the aorta. A prong also extends into the right psoas muscle and inferior to but not definitively through the duodenum. Around, one year ten months later, the patient visited the hospital to discuss about filter removal. The patient having abdominal and back pain for a prolonged period. The filter was successfully removed using forceps. Based on the medical record review, the investigation is confirmed for the perforation inferior vena cava (ivc). Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical record review: approximately seven years six months post filter deployment, the patient with filter multi-leg perforation with associated pain syndrome was scheduled for filter retrieval. The greater saphenous vein was accessed and a wire was advanced through the filter and an 19 french sheath was placed just below the filter. An angled 7 french sheath was advanced to the filter and large reticulating grasping forceps were used to pull filter limbs back into the vena cava. The filter was grasped and inverted into the large sheath and the sheath was removed. The patient was admitted to the hospital for observation. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately seven years and six months post filter deployment, the patient presented for filter retrieval. A venogram demonstrated chronic thrombophlebitic changes of the iliac and vena cava system; multiple filter tine perforations of the vena cava were noted. Therefore, based on the provided medical records, the investigation can be confirmed for perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - perforation or other acute or chronic damage of the ivc wall

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient in conjunction with a trauma situation/motor vehicle accident. Some time post filter deployment, the filter allegedly perforated the caval wall with limbs extending into the right psoas muscle, duodenum and lumen of aorta. The filter was removed percutaneously. There was no reported patient injury.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Hospital/medical records were provided and reviewed. The investigation of the reported event is currently underway. Medical record review: approximately seven year six months post filter deployment, the patient with filter multi-leg perforation with associated pain syndrome was scheduled for filter retrieval. The greater saphenous vein was accessed and a wire was advanced through the filter and an 19 french sheath was placed just below the filter. An angled 7 french sheath was advanced to the filter and large reticulating grasping forceps were used to pull filter limbs back into the vena cava. The filter was grasped and inverted into the large sheath and the sheath was removed. The patient was admitted to the hospital for observation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient in conjunction with a trauma situation/motor vehicle accident. Some time post filter deployment, the filter allegedly perforated the caval wall with limbs extending into the right psoas muscle, duodenum and lumen of aorta. The filter was removed percutaneously. There was no reported patient injury.